Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has been returned and evaluated. The visual examination found no defects. The functional assessment established a relationship between the device and failure reported. The device was unable to generate or control negative pressure, failing the blockage tests. This failure has occurred due to the vacuum motor not functioning correctly. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure reported has been reviewed with similar instances found in the previous four years. These instances are being monitored to determine if additional actions are required. The investigation is now complete and has been recorded as mechanical component failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device did not trigger the blockage alarm. No patient harmed, and no injury reported because this was found during service and repair.